Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy3541 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redy3541) have been reported from the same facility.

Event description:
It was reported that the needle would not advance past half way, the safety mechanism would not engage. No patient harm.